Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer reverted to manual injections for insulin therapy. Additionally, the customer experienced high blood glucose (bg) level due to eating carbohydrates and forgetting to bolus. The customer administered a correction bolus via the pump to address high bg level.